Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely chronic infection with discharging postauricular sinus. Additionally, reportedly recent audiograms show a progressive hearing loss. This is a final report.

Event description:
It is reported that the implant is causing chronic infection with discharging postauricular sinus. The user has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the implant is causing chronic infection with discharging postauricular sinus. The user has been explanted.